Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, lead stylet was stuck in the lead. The stylet was cut and left in situ by the physician. It was recommended that the remainder of the stylet should not be left in the lead as it may present danger to the patient. Lead remains implanted. Patient was stable post procedure.